Event description:
It was reported that the patient was still having concerns regarding their device or therapy but was working with their physician. The patient had an appointment on (B)(6) 2015. No further information was provided. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).